Manufacturer narrative:
(B)(4). The customer reported the unit failed to recognize the battery. There was no report of pt involvement. Philips duplicated the reported symptom. The customer was sent a new battery which resolved the failure. We will consider this a failure of the battery.

Event description:
The unit failed to recognize this battery. There was no report of pt involvement.